Event description:
The customer reported that the system shutdown without the user initiating the process. No pt or user injury reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.